Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that there was liquid substance inside the plastic housing of the device while filling the device with fluorouracil and saline. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), and h11. H4: the lot was manufactured between january 2-3, 2025. H11: the device was received for evaluation. A visual inspection was performed, and fluid was observed inside the housing. A leak test was performed, and a very slow leak was noted coming from one side of the bladder crimp inside the housing. The reported condition was verified. The cause the condition was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.